Event description:
It was reported that patient underwent hip procedure in 2009. Revision procedure was performed at the end of the same month, due to dislocation of the modular head from the acetabular shell.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial measurements show modular head within specification. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed on september 4, 2009.